Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there were vacuum issues with the system. He reported that there have been issues with posterior capsule rupture, dropped fragments, corneal burns, vitreous loss and corneal edema. Additional information has been requested.

Manufacturer narrative:
This information was provided by the company representative and reviewed by the clinical analyst: ¿the first surgeon (affiliated with the company) was able to successfully complete three cases prior to the second surgeons reported event. A system message (sm) occurred several times, with the second surgeon. Phaco tips were exchanged, as were the fluid management system (fms) and the handpieces, to alleviate the issue. In addition, the system was rebooted, but without changes. The surgeon has indicated this specific (sm) was found in the event log prior to arriving in the current facility. According to the surgeon, the company representative examined and tested ¿I/a (irrigation/aspiration) but did not indicate finding any issue. The surgeon confirmed that after the system had been examined, problems occurred such as: ¿holding, posterior capsule rupture, vitreous loss, a dropped fragment, corneal burn(s), and corneal edema.¿ the surgeon stated ¿the company representative explained that going from an old machine to a newer one may take some time to get more familiar with.¿ as such the surgeon continued to use the machine on soft cataracts only, until the burns and edema began to occur. The first surgeon (affiliated with the company) was scheduled to attend two days of surgeries. However, he was only able to observe five of those cases. In those five cases, other systems were used to complete the cases. Additionally, the company representative attended the cases, examined the system, but was again unable to find an issue on the system. According to the surgeon: ¿the company representative returned the next week and completed diagnostic replacements consisting of: the handpiece, internal parts, fluidics mechanism and the ultrasound printed circuit board (pcb).¿ the surgeon has indicated ¿one of these parts was incorrectly connected inside the system, which improved the function slightly, but not completely.¿ the surgeon has since asked to have the console removed or replaced. In addition to this, the reporter is also asking for the consumable replacements. Additional, relevant, information was requested but was not received.¿ the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the fluidics module and the u/s controller printed circuit board (pcb) were both replaced. The system was tested and found to meet product specifications. The system was manufactured on december 10, 2014. Based on qa assessment, the product met specifications at the time of release. The system met specification. Therefore, the root cause cannot be determined conclusively. (B)(4).